Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/09/2016 with the following findings: on investigation, the display screen demonstrated missing segments and a vertical line to the left side, right side and middle of the screen. The pump was opened for further investigation and revealed a failed display flex (wire).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the distributor contacted animas, alleging a display (line through display) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.